Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device is fractured through the weld that holds the handle and strike plate together. The device exhibits wear and tear that indicates successful use during use in the field. The reported device has evidence of being impacted along the instrument¿s proximal body and underside of the strike plate. These impact marks are consistent and do not suggest misuse. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during normal broaching the head of the broach handle broke off. Attempts have been made and additional information on the reported event is unavailable.